Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation (orif) of proximal humerus. The one (1) locking compression plate proximal humerus plate-standard 3h head shaft, one (1) cortex screw self-tapping 34mm, one (1) cortex screw self-tapping 30mm, two (2) locking screw self-taping with stardrive recess 52mm, one (1) locking screw self-taping with stardrive (tm) recess 40mm, one (1) locking screw self-taping with stardrive recess 48mm, one (1) locking screw self-taping with stardrive (tm) recess 38mm, one (1) locking screw self-taping with stardrive (tm) recess 50mm, one (1) locking screw self-taping with stardrive recess 46mm and one (1) locking screw self-taping with stardrive (tm) recess 32mm was removed due to nonunion of the right proximal humerus fracture of the patient. Hardware was implanted on (B)(6) 2017. All hardware was removed successfully and intact. Nothing was broken. It is unknown if there was surgical delay. Procedure was successfully completed. Patient status is unknown. This complaint reports total 11 devices. Due to system limitation ten (10) devices are captured under related complaint (B)(4) and remaining one (1) device is captured under this complaint (B)(4). This report is for one (1) 3.5mm locking screw 52mm. This is report 1 of 1 for complaint (B)(4).